Manufacturer narrative:
Pump received with intermittent act and down button response due to corroded keypad traces. No button error alarm noted during testing. Pump received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube window corners, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear alarm due to buttons not responding. Customer's blood glucose was 128 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.